Manufacturer narrative:
The device was returned for analysis. The stent delivery system (sds) was returned with no stent implant on the tightly folded balloon confirming the reported stent dislodgement and the balloon inflation issue. The reported failure to deploy the stent was unable to be confirmed due to the condition of the returned device. There was no damage noted to the balloon and it was able to be inflated to rated burst pressure. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, it was noted that there were outer and inner member damages (stretched, twisted, wrinkled) thereby reducing the inflation/deflation lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy/other devices resulted in the noted multiple outer member and inner member damages (stretched, twisted, wrinkled) thereby reducing the inflation/deflation lumen; thus resulting in the reported failure to deploy stent/inflation issue. During removal, interaction with the previously implanted 4.0x18mm prox stent resulted in the reported difficult to remove and the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent system is expected to be returned. It has not yet been received. A follow up report will be submitted with all additional relevant information. The restenosed 4.0x18mm xience prox stent referenced is filed under a separate medwatch report. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on 09/15/2019, a 4.0x18mm xience prox was successfully implanted in the right coronary artery. On (B)(6) 2020, it was noted that the stent re-stenosed and intervention was performed. After pre-dilatation, a 4.0x23mm xience prox was advanced to the re-stenosed lesion. During stent deployment, the balloon failed to inflate. During removal of the stent delivery system, the struts of the 4.0x23mm caught on the implanted 4.0x18mm prox stent, causing the 4.0x23mm prox stent to dislodge. A snare was used to successfully remove the dislodged stent. It was decided to stop the procedure and have the patient return again at a future date. No additional information was provided.